Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There have been no nonconforming reports nor capas associated with this lot number. There were multiple complaints against this lot number with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced hard particulate matter was palpable and broke loose (unknown product), urge urinary incontinence, occasional urethral discomfort, detrusor overactivity incontinence at reduced capacity, stress urinary incontinence, dysfunctional voiding, vaginal burning, lesion at vaginal apex, pelvic pain, cystocele, sensation of device when laying down, intermittent flank pain, overactive bladder and device erosion (another manufacturer). Urine dipstick showed small bilirubin, moderate blood, 100 mg/dl protein, and moderate leukocytes; midline posterior fourchette, there is a 1 cm linear area of device exposure (another manufacturer). Her sling device is palpable but there is no tenderness or device exposure. Patient had a urinary analysis that was positive for 3+ leukocytes. Also noted, a 2 cm device erosion (another manufacturer) from the anterior vaginal wall to the apex, constriction hand on the posterior vaginal wall (another manufacturer device), grade 2 cystocele, grade 2 rectocele, and grade 2 enterocele.